Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations. It was reported that patient was scheduled with writer to orient adaptivestim. Through routine impedance check, found several electrodes to be greater than 40000. Patient states he is still having relief, but unable to increase intensity. The issue was not resolved at the time of the report. Hcp had no further information. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 39565-30 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type lead product ID 3708140 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension product ID 3708140 lot# serial# (B)(4) implanted: 2009-(B)(6)explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the electrodes greater than 40 ,000 and the inability to increase wasn¿t determined. The rep reported that there was going to be a lead revision. The rep reported that they reprogrammed around the electrodes with high impedances, so the patient was now able to increase intensity and some impedances were still high. A pre-operative appointment was scheduled but the lead revision wasn¿t yet scheduled. No further complications were reported.